Event description:
It was reported that while using the bd vacutainer® k2e 10.8mg plus blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: the customer reported that fm was found in a tube.

Manufacturer narrative:
H.6 investigation summary material #: (B)(4); lot/batch #: 2228507 bd received one (1) sample and three (3) photos for investigation. The photos and returned sample were evaluated and clumped additive was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.